Event description:
On (B)(6) 2012, pt reported all of the buttons on the infusion device were unresponsive when he attempted to stop a prime. He removed and reinserted the battery, and the buttons responded correctly. The infusion device was not dropped on a hard surface within the past 48 hours. The buttons were not flat, and there was no audible sound when the buttons were pressed. Pt was advised to switch to his backup infusion device, and the primary infusion device was requested for evaluation. No physiological effects were reported, and he did not require treatment from a health care professional or second party to address the issue.